Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, after she had called three days earlier with a high blood glucose reading of 538 mg/dl. The customer's blood glucose reading was over 600 mg/dl when she was admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was uncomfortable with the insulin pump, but decided not to get it replaced. She will try to upgrade. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.